Event description:
The drain was being removed from the patient & broke, leaving a seciton embedded in the patient. The patient required further surgery to remove the remaining piece of drain.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.